Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation: product review of the skin graft mesher (B)(6) by zimmer-japan on 21 may 2020 revealed that the comb was damaged. They also confirmed that the reported failure was due to the ratchet handle. It was confirmed that there was damage to the gear and malfunction of the locking part. Product repair. Repair of the device was performed by zimmer-japan on 21 may 2020 which included replacement of the following: comb additional repair included disassembling the ratchet handle, fixing the scratch, and reassembling it the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair skin graft mesher (B)(6) has not been previously repaired/evaluated before 27 march 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed. Concomitant medical products: 00-7701-026-00, mesher comb, lot#: unk, serial#: unk.

Event description:
It was reported that the skin graft mesher was in of repair for ratchet handle was not moving up and down properly. The mesher comb was also damaged. The event occurred during kit inspection. There was no patient involvement. No adverse events were reported as a result of this malfunction.